Manufacturer narrative:
Pending investigation. D10: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6) 320-06-42 - glenosphere 42mm (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 320-42-03 - 145-deg pe 42mm hum liner +2.5 7137277 531-20-00 - shldr gps rvrs drill kit (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) a10012 - gps implant kit v2

Event description:
It was reported that a male patient, initial right shoulder implanted in (B)(6) 2022, underwent a revision procedure in (B)(6) 2023, approximately 4 months post the initial procedure. The patient dislocated because he was pushing down on a tire iron heavily and not following post op protocol from the surgeon. The tray was upsized to the +5 and a constrained liner was used. He removed the tray, liner, and sphere and put in new parts. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. No explanted devices are available for return. The hospital does not allow reps to take implants. No device images were able to be obtained. No further information.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6) 320-06-42 - glenosphere 42mm (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 320-42-03 - 145-deg pe 42mm hum liner +2.5 7137277 531-20-00 - shldr gps rvrs drill kit (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) a10012 - gps implant kit v2

Event description:
It was reported that a male patient, initial right shoulder implanted in (B)(6) 2022, underwent a revision procedure in (B)(6) 2023, approximately 4 months post the initial procedure. The patient dislocated because he was pushing down on a tire iron heavily and not following post op protocol from the surgeon. The tray was upsized to the +5 and a constrained liner was used. He removed the tray, liner, and sphere and put in new parts. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. No explanted devices are available for return. The hospital does not allow reps to take implants. No device images were able to be obtained. No further information.